Event description:
Immediately following uae pt fell extremely ill with excruciating pain and vomiting. Discharged from hospital same day with dialudid, morphine, percocet, motrin 800 and oral / rectal anti-nausea medication. Five weeks post-uae, pt continues to have extreme fatigue, pelvic / back pain, night sweats, and anemia. Two weeks post-uae, pt went to ER for severe pain. A necrotic fibroid was protruding from her vagina. Fibroid removed in ER. Pt remained on antibiotics for 7 days. The 8th day she experienced chills, achiness, and pelvic pain. Interventional radiologist was unresponsive to her calls. Pt returned to the ER with fever, tachycardia, chills, malaise, pelvic pain, vaginal bleeding and vaginal discharge of pieces of the fibroids. Readmitted to hospital for IV antibiotics and diagnostic testing. Five weeks post-uae pt has malaise, sharp pelvic / back pain and continues to pass fragments of fibroids. Unable to have sexual relationship with husband now.